Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed several times during rewind. The customer also reported that the device was exposed to magnetic resonance imaging. Troubleshooting was performed. Ran a displacement test and the insulin pump failed the test. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was performed.